Manufacturer narrative:
Conclusion: damage to the reference electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems given in the patient report match the damage found. This is a final report.

Event description:
The patient reported pain spreading to shoulder and breast; the audiologist stated that the patient has had outspreading pain for a few years, always being medicated with painkiller.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported pain spreading to shoulder and breast. The device has been explanted.